Manufacturer narrative:
Optical fiber tip broken: impossible to determine the root cause as returned not sterile. No adverse effects to patient were reported.

Event description:
Fiber tip broke inside the patient. No adverse effects to patient were reported.

Manufacturer narrative:
Optical fiber tip broken. No adverse effects to patient were reported. We are waiting for additional information from the distributor.

Event description:
Fiber tip broke inside the patient. No adverse effects to patient were reported.